Manufacturer narrative:
Expiration date: na.

Event description:
The device analysis performed on the returned electrode revealed that the shaft was completely separated from the hub due to excessive external force.